Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the patient presented to the emergency room (ER). Patient received IV fluids (normal saline and potassium rider) and had CT scans done with contrast. On the CT report, it showed that patient had a large amount of air in the right ventricle and pulmonary artery. Patient had no prior issues prior to being seen in ER. The ER physician is concerned how this happened. Unsure if this was due to a staff error or pump error. Clinician pulled the IV pump and having the biomed person look at the alarms and run a report on the serial numbers of the IV pump. Per report, under the header: alarm, it stated: bolus air in line multiple times. Under the header: volume infused, it has 0.27, and then 0.53, and number keeps increasing. It was reported that the device had undergone over-infusion. There was a patient involvement and harm.

Event description:
It was reported that the patient presented to the emergency room (ER). Patient received a bolus of normal saline. The IV fluids were started at 2018 and completed at approximately 2100. An air-in-line alarm occurred during the bolus infusion. The clinician removed the tubing to inspect it and removed air bubbles before replacing it in the pump. After the bolus completed at approximately 2100 the patient was moved to receive a CT scan with the IV line saline locked. The patient received a CT of the abdomen and pelvis with and without contrast. When the patient returned to the ER IV potassium chloride (20 mq in 100ml) was initiated at approximately 2111 and infused at 50ml/ hour over 2 hours. The radiologist reported to the ER physician that there was large amount of air in the right ventricle and main pulmonary artery of the patient. The patient was placed in the left trendelenburg position. Following the event, the patient was transferred to a higher level of care.

Manufacturer narrative:
Omit: b17 - device not returned. C20 - no findings available. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, date of event, describe event or problem, other relevant history, medical device serial #, initial reporter occupation, report source, report source other, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, device manufacture date, imdrf annex f,a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the patient presented to the emergency room (ER). Patient received a bolus of normal saline. The IV fluids were started at 2018 and completed at approximately 2100. An air-in-line alarm occurred during the bolus infusion. The clinician removed the tubing to inspect it and removed air bubbles before replacing it in the pump. After the bolus completed at approximately 2100 the patient was moved to receive a CT scan with the IV line saline locked. The patient received a CT of the abdomen and pelvis with and without contrast. When the patient returned to the ER IV potassium chloride (20 mq in 100ml) was initiated at approximately 2111 and infused at 50ml/ hour over 2 hours. The radiologist reported to the ER physician that there was large amount of air in the right ventricle and main pulmonary artery of the patient. The patient was placed in the left trendelenburg position. Following the event, the patient was transferred to a higher level of care.